Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. During an onsite visit at the customer facility, we requested a picture of the laceration the patient sustained but a picture was not available. Instead, a nurse at the facility showed a zoll representative a photograph of a laceration sustained by a patient after the electrode pad was removed from the patient's skin post surgery during the site visit. The zoll representative examined the photograph and observed a skin irritation. After further review of the facts provided, the customer indicated that the pads were attached to the patient following the procedure (approximately 4 hours). There was no evidence of serious injury from the example shown to the representative during the site visit. Original sample not available for review, so the investigation is being closed as no sample returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the clinician removed the electrode pads and discovered a laceration to the patient's skin. Please reference medwatch report numbers 1218058-2015-00160, 1218058-2015-00159, 1218058-2015-00155, and 1218058-2015-00154 for similar reports from the same customer.